Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's scs ipg has reached its end of life. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted to address the issue. The patient reportedly lost therapy in (B)(6) 2021.